Event description:
A medwatch was received. A consumer, who is a healthcare professional, reported that following bilateral intraocular lens (iol) implant surgery, he experienced significant horizontal light reflection from any fairly bright light source. The consumer reported the symptoms did not improve. The iol was exchanged. The consumer reported the results of the exchange are acceptable. Additional info could not be requested because there was no contact/f/u info provided. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Additional info could not be requested because there was no contact/f/u info provided. (B) (4). (B) (4).